Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an implant procedure, a pericardial effusion was observed after the cannulation of the coronary sinus with the catheter at the ostium. The effusion did not effect the condition of the patient and the implant procedure was successfully completed. Following the procedure an ultrasound imaging was performed and the effusion was stable. No further intervention is anticipated. The patient was stable and will continue to be monitored.